Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn¿t boot up. To resolve this issue, fse replaced fd power supply. The defective ps fd was returned to philips for analysis and found that there was an electrical defect, and the analysis result showed that inside led, 24 led and l1 led were stay off. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system did not bootup. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.